Event description:
It was reported the pt (B)(6) had lost stimulation. Diagnostic testing identified invalid impedances. On (B)(6) 2013, the surgeon extracted the scs lead and lead extension and connected them to a trial mts programmer. Impedance values then measured within normal range and paresthesia had returned; thus confirming the issue to be with the ipg. On (B)(6) 2013, the ipg was explanted and replaced which resolved the reported issue. Effective stimulation was restored post-operatively. Please note: the ipg associated with this event was implanted (B)(6) 2012 (exact date unk).

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.